Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during screw tightening, tip of the skyline spring clip driver broke off from the instrument. The broken tip was retrieved with no adverse consequences to the patient and no delay.

Manufacturer narrative:
Visual examination of the returned device revealed a fracture located at the driver¿s distal tip within the working end of the driver¿s shaft. Upon further inspection of the fracture site, the distal tip was not present within the driver. A plastically spring tip was present. Device was then sent for fracture analysis. The fracture analysis report suggests the driver underwent a quasi-static torsional shear failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer. It should also be noted that this device has been in the field for approximately 6 ½ years. A trend analysis was conducted on the specific product code from this complaint file as the product family does not exist for this instrument. No emerging trends were found requiring further actions. The root cause of the driver tip becoming broken cannot positively be determined. However, the fracture analysis report suggests the driver underwent a quasi-static torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.